Manufacturer narrative:
Date sent to FDA: 09/06/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a gastric bypass procedure, the needle was displaced from proxisure reload; the surgeon completed case by hand sewing anastomosis. There were no adverse consequences for the patient. No device will be returned.